Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left anterior descending (lad) and the diagonal coronary artery at the bifurcation. An attempt was made to cross to the diagonal perforation first, using a 2.8x19mm rx graftmaster covered stent, but this device failed to cross due to the small size of the vessel. The graftmaster was, thus, implanted in the lad and successfully sealed the lad perforation. No additional attempts were made to treat the diagonal artery perforation; this perforation self-sealed under observation. Use of the graftmaster did not cause or contribute to complications or adverse events. No additional information was provided.